Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they have an intellivue multi measurement server x2 where the speaker is broken and requested the part number and price for a replacement speaker assembly. No information was provided whether sound was still coming from the x2. No death or patient injury or harm was reported.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.